Event description:
During a mitraclip procedure, a pericardial effusion (pe) occurred which required a pericardiocentesis to stabilize the patient. The first puncture of the septum was too anterior and was therefore repeated. The second transseptal puncture attempt was successful, puncturing posteriorly and superiorly as required. The guidewire was placed in the pv and the sgc was added for preparation. Prior to inserting the mitraclip devices, an echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.